Event description:
Approximately nine months after implant, the patient's driveline was caught on a fence. The patient noted that the outer sheath had been torn but he did not experience any symptoms or alarms. He informed his healthcare provider on the day of the event; he was instructed to go to the emergency room in case of alarms, otherwise to go to the clinic the next day. The patient did not follow this advice. He was also instructed to apply electrical tape over the driveline tear; he applied medipore tape. Two days later the patient experienced electrical fault alarms, the coordinator directed him to the ER. Upon evaluation at the ER, continuous electrical fault alarms were noted and the controller was exchanged by ER personnel before evaluation by vad knowledgeable personnel. The pump did not restart and vad stop alarms sounded continuously. Treatment with heparin and dobutamine was initiated and the patient was transferred to the ICU. The patient remained stable. Three days later the pump was exchanged. Soon after new pump implant and still in surgery, the patient developed acute right heart failure with pulmonary edema. Pump flow decreased from 3.5l/min to 0.3l/min; power consumption was low and constant suction wave form was documented. The patient was put on extracorporeal membrane oxygenation (ECMO) and the pump speed was reduced from 2400rpm to 1800rpm. No flow was achieved through the pump. The patient was transferred to the ICU with open sternotomy and active bleeding. ECMO parameters 4.9l/min flow and speed 4500rpm; hvad parameters 0.2l/min flow, 1800rpm speed and 0.9w power. Patient required multiple high dose vasopressors and inotropes to maintain a mean arterial pressure above 60mmhg. He also required transfusion with 14 units of packed red blood cells and 6 units of fresh frozen plasma. The patient was again placed on cardio pulmonary bypass, the hvad was removed. There were no visible issues with the pump; a wet test was performed (0.8w at 1800rpm for 60 seconds) successfully. The surgeon felt that the pump was functioning normally and implanted it again. The patient was then converted from ra-ao to ra-pulmonary artery (pa) ECMO and weaned off cpb. The hvad pump was restarted with rvad ECMO also present and there were no issues with flow. Pump parameters included rvad flow 3.4l/min and speed 3700rpm; hvad flow 3.6l/min, speed 2680rpm and power 3.4w. Fifteen days after pump exchange, the patient remained sedated in the ICU on biventricular pump support, ECMO and high dose vasopressors and inotropes. He was suffering from severe biventricular dysfunction and pneumonia. Prognosis was considered to be poor. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "electrical fault" and "high watt" alarms on the date of the reported event. Pathology exam revealed no evidence of a device complication or thrombus formation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. It was stated in the event description that the patient's driveline was caught on a fence and damaged the outer sheath and severed a wire. The root cause of the reported event is an accidental tear of the driveline causing an intermittent connection to the controller. The instruction for use (IFU) warns the patient to be alert and not pull, kink or twist the driveline or the power cables, as these may damage the driveline. An internal investigation has been opened by the manufacturer. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.